Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Physician reported via phone call that the customer was hospitalized for ketoacidosis due to not getting enough insulin. Customer was then told to remove the device. Customer was not wearing the device three days prior to the hospitalization. Customer's blood glucose was 350 mg/dl and 228 mg/dl. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.